Event description:
It was reported that the patient was upgraded on the transplant list to status 2 due to device malfunction. The patient struggled with persistent low flow alarms, extensive testing was done with no root cause identified. The low flow alarms were positional in nature, the patient could lay down without issue, but when they transitioned to sitting or standing, the pi would increase from 3 to 13, their map would decrease from 110 to 50 and the patient would become dizzy. The clinician suspected something anatomical in nature to possibly be compressing or kinking the graft, but no testing revealed any root cause. The patient underwent a transplant on (B)(6) 2021. During the transplant, the surgeon did not visualize anything wrong with the lvas at the time of the transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed through evaluation of (B)(6). Although a specific cause for the obstruction could not be conclusively determined, the account later communicated that the patient¿s anatomy was suspected to be the cause of outflow graft compression. Additionally, review of the retrieved log files confirmed transient low flow events; however, a specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient experienced low flow alarms attributed to dynamic outflow graft obstruction. A computed tomography angiogram (cta) was performed which did not reveal any obvious kink or obstruction of the graft. It was later reported that the patient was listed as status 2 for transplant as the patient was experiencing persistent low flow alarms for months. The low flow events were reported to be positional in nature and occurred with posture changes. Of note, the account reported that elevated pulsatility index (pi), along with decreased mean arterial pressure (map) and dizziness was observed during the low flow events. The account also stated that the patient¿s anatomy was suspected to be the cause of outflow graft compression. (B)(6) appeared to have been exposed to a fixative agent (e.g. Formalin) before being returned to abbott for evaluation. An implantable cardioverter defibrillator (ICD) was returned with the pump. The pump was returned assembled with the pump cable severed approximately 3¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. A portion of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft hardware. The apical cuff was returned detached from the pump. Evaluation of the outflow graft did not reveal any kinks that appeared to have been present during support. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Transient low flow events, as well as a gradual decline in flow, were observed within the last hour on the last day of support. It is unknown whether these transient low flow events were associated with any low flow alarms due to the lack of corresponding system controller event log file data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will occur when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that images and testing never revealed any answers. The account believed this was a position kink/twist related to the patient anatomy that caused compression on outflow graft.

Event description:
It was reported that low flow alarms continued which were attributed to dynamic outflow graft obstruction. Computed tomography angiography (cta) of chest did not show any obvious kink or obstruction. Patient was living at home.